Manufacturer narrative:
Citation: han bk et al. Diagnostic value of contrast-enhanced multiphase computed tomography for assessment of percutaneous pulmonary valve obstruction. Ann thorac surg 2016;101:e115¿6). No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature of a (B)(6) year-old patient with history of tetralogy of fallot who underwent implant of a medtronic melody pulmonary bioprosthetic valve (serial number not provided). Approximately 2 to 3 years post-implant the patient presented with a sudden and unexplained increase in transvalvular gradients (from 38 mmhg to 70 mmhg). Electrocardiogram and computed tomography (CT) scans revealed dilated right ventricle (rv) with decreased systolic function and thrombus within the melody valve. The patient received anticoagulant therapy for several months and underwent pulmonary balloon dilation of the pulmonary valve with a decrease in the transvalvular gradients. Repeated CT showed an improvement in rv function, and only a small (<(><<)> 2 mm) residual density within the pulmonary valve, and no distal pulmonary emboli. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.